Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart displayed a blank screen and went completely black, with a "no video detected" message appearing during the past three occurrences. The issue was intermittent, and it was noted that the display port (dp) cable from the camera cart monitor to pcoip seemed to be causing the problem. Troubleshooting steps included the field representative not being able to replicate the issue as "no video detected" was intermittent on the system, rebooting the system three times, confirming all statuses were green in the self-test under main cart uninterrupted power supply (ups), and ensuring all lights on the ups were green. The rep confirmed the ups, o-ring, and power over ethernet (poe) looked as if they were functioning as intended on the camera cart. Technical services instructed the receding of the dp cable and generated a part shipment for the cable. The system was swapped with another to start the case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735857, serial/lot #: unknown. H3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h6) multiple fdd codes were submitted. Fdd code, a110201, correlates to the no video detected message as well as fdd code, a1102. Fdd code, a0902, correlates to camera cart screen going completely black. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.